Event description:
It was reported to covidien on 06/12/2009 that a customer had an issue with a prep sponge. The customer states that the prep sponge came off of the stick and came off inside of the pt.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.